Manufacturer narrative:
As received, only the distal segment of the lead was returned for analysis. Two internal insulation abrasions breaching ring electrode cables lumen were noted between right ventricular and superior vena cava shock coils. One external insulation abrasion breaching right ventricular cables lumen due to friction to another device or feature of the heart was noted between superior vena cava shock coil and suture sleeve impression region and one lead-to-can external insulation abrasion breaching right ventricular cables lumen was noted proximal to suture sleeve impression region. The ring electrode and right ventricular cable¿s ethylene tetrafluoroethylene (etfe) coatings were intact and the inner coil was not exposed in these abrasion regions. Other damages on this piece were consistent with procedural damages. Electrical tests that could be performed on this piece did not find discontinuities or shorts on any conduction paths.

Event description:
During a device replacement procedure for normal eri, x-ray was performed and revealed that the right ventricular (rv) lead was externalized. All electrical parameters were stable and in range. The rv lead was explanted and replaced and the patient was stable.